Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 322 was confirmed through a review of the event history log and caused by severed motor mount screws. It was also observed that there was a lodged screw in the lower link switch, which would cause the switch to fail to actuate and result in a system error 322. The motor mount screws were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.